Event description:
It was reported that the mistral air temperature fluctuates on its own (possible temperature is too hot). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No failure detected.

Event description:
It was reported that the mistral air temperature fluctuates on its own (possible temperature is too hot). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.